Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump was alarming "no disposable, clamp tubing." It is unknown if there was air in line. There was no patient, or clinician injury associated with this occurrence. No further information is available.